Event description:
This lead was implanted on (B)(6) 2012 and explanted on (B)(6) 2012 due to an unknown elective replacement. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).